Manufacturer narrative:
Product investigation summary: two pieces of a kirschner wire were received with a complaint category of broken: intraoperatively. This complaint is confirmed as the two received pieces of wire are most likely the result of a drill bit hitting a kirshner wire resulting in a break. The drill bit referenced in this complaint was not returned for evaluation. Whether this complaint can be replicated is not applicable as the kirshner wire is already broken. The returned kirshner wire has been identified as part 292.16, which is a 1.6mm kirschner wire w/trocar point 150mm. No lot number was provided, nor could one be located on the returned device. As such, a device history record (DHR) review could not be performed. A visual inspection and drawing review were performed for the returned device as part of this investigation. No product design issues or discrepancies were observed. The relevant tabulated drawings were reviewed during this evaluation. The kirschner wire was made from 316l stainless steel, as specified. No product design issues or discrepancies were observed. This kirschner wire is utilized in multiple synthes systems in order to target precise screw placement. A definitive root cause could not be determined; however, it is most likely that the drill bit collided with the wire causing the wire to break in half. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended and it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified by the reporter that the drill bit had hit the k-wire during the procedure.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials, age/date of birth, and weight are unknown. (B)(4). Device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of a lisfranc fracture a 1.6 mm kirschner wire was placed for provisional fixation. During drilling of a 4 mm cortex screw into the bone, the drill bit interfaced with the kirschner wire and created a bend in the wire. The drill bit remained intact. As the kirschner wire was being removed using oscillating motion, the kirschner wire broke in half at the bend previously created by the interface with the drill bit. An additional incision was created to remove half of the wire. There was nothing retained in the bone. There was an approximately thirty (30) minute delay in surgery. There was no further patient harm reported. The surgery was completed successfully. This is report 1 of 2 for (B)(4).